Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station displayed a ¿fatal error has occurred¿ message. Rebooting the station twice and checking all connections did not resolve the issue. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system stuck and displayed error message as fatal error has occurred. A technical support specialist (tss) found that the station failed to start its services. Further investigation showed issues related to the knowledge article (ka) medstation es ¿ station database corruption ¿ sql server detected a logical consistency-based I/o error. The tss applied the ka how-to ¿ recover/repair a corrupted dsclientoltp database, recovered the database, performed a database backup and application file backup, and saved the database in the designated location. They verified the data synchronization upload status and confirmed that no transactions were missing. The log was saved in ephi. The tss ran a query to check the database and found 0 allocation errors and 4 consistency errors in a table. Tss applied the ka proper data sync procedure & how to place a new db in an es station, dropped the database, and initially failed to repair the medication application. The tss then applied the ka medes/pas ¿ db error 27506 during med application repair and confirmed that the user were able to recover the medication application and performed full synchronization, checked the station synchronization information, and verified that the last upload and download reflected the current date and time. The tss confirmed that the station was functioning properly and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.